Manufacturer narrative:
Vyaire complaint number (B)(4). Additional information: g3, g6, h2, h10. This unit was repaired by vyaire technician onsite. The unit was working after the repair. No further information was available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has high fio2 issues during used. As of this time there is no information about patient harm associated with this reported event.